Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial knob of the external pulse generator (epg) was stuck between numbers 9 and 10. There was no patient involvement reported.